Event description:
It was reported that when the device was used during a laparoscopic hernia repair, the device would not feed staples. Opened another device to complete the case. There was no consequence to patient.